Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the endocutter gun was clamped shut on stomach tissue and the knife blade would not return. The hospital rep went into theatre with the phone to enable the surgeon to be advised what to do. By this time, the surgeon had somehow removed the gun, but said that the knife blade would not return and the jaws of the gun would not open. The scrub nurse emailed me the following information: "I am just informing you of the problem we had this morning with the long endocutter. The gun jammed and the blade refused to come back. The surgeon had to resort to pulling the tissue out." Unknown how the procedure was completed. Unknown if there were any patient consequences.

Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned locked in good visual condition and with an (B)(4) reload present. The reload was noted to be fully fired. It should be noted that the device is equipped with a safety feature to lock the device when attempting to fire the device without a reload, a partially or fully fired reload. In order to open a locked device a reverse stroke needs to be performed trigger to trigger in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.